Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-04782.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-04782. It was reported the patient had their leads explanted due to ineffective stimulation.